Event description:
Laparoscopic procedure scheduled; one imaging monitor was not working. Vendor representative not available and staff unable to repair. Also, color of image on functional monitors kept changing from color to black and white.